Manufacturer narrative:
The device lot/serial number is not available. The review of the manufacturing paperwork could not be conducted. Further information was requested.

Event description:
The patient referenced in this event file is enrolled in a reimbursement registry in (B)(6) on (B)(6) 2016, the patient was implanted with a conformable gore&#59412;tag&#59412;thoracic endoprosthesis to treat a symptomatic penetrating aortic ulcer. The patient tolerated the initial procedure. It was reported that the aneurysm/lesion enlarged (unknown amount) and on (B)(6) 2016, the patient underwent an endovascular procedure using two conformable gore&#59412;tag&#59412;thoracic endoprostheses as a distal extension. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2016. Further information was requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tge373710/12707379 (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement and reoperation.

Event description:
The patient referenced in this event file is enrolled in (B)(6). On (B)(6) 2016, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a symptomatic penetrating aortic ulcer. The patient tolerated the initial procedure. It was reported that the patient experienced a ¿persistent ulceration¿ at the distal part of the endoprosthesis with an aneurysm/lesion enlargement (unknown amount). Reportedly, there was the appearance of another aortic ulcer, lower than the device, and which covered the previous aortic ulcer. According to the physician, the second ulcer was independent from the conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016, the patient underwent an endovascular procedure using two conformable gore® tag® thoracic endoprostheses as a distal extension. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2016.